Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch select meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that she was unable to recall when the alleged product issue first began but felt it was about 3 weeks prior to contacting lfs. She reported that she obtained an alleged inaccurately high result of ¿7.4mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication (metformin), diet and exercise and reported that she had her metformin dose increased by her doctor, from 500mg to 800mg and then 1000mg over a two-week period in relation to the alleged high results she was obtaining. The patient stated that a few days later she developed symptoms of ¿dizziness, weakness, trembling in the legs, need to lie down, it was getting dark in the eyes¿. The patient reported that, in response to this she stopped using her meter and reduced her metformin dose by an unspecified amount. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and did not have control solution to perform a test. The patient¿s test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of metformin based on alleged inaccurate high results obtained with the subject meter.